Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was not confirmed as there were no log files available and the modular cable was not returned. A specific cause for the alarm could not conclusively be determined through this evaluation. Review of the submitted image captured the pins of the modular cable inline connector and controller connector. The pins appeared to be unremarkable. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The modular cable, lot number 10655235, was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient experienced a driveline power fault alarm that persisted despite previously exchanging the system controller. Log files were not sent at the time. The patient's modular cable and system controller were exchanged and resolved the alarm. The customer provided an image of the exchanged modular cable connector.